Event description:
Reportedly, the loading unit locked on stomach tissue, after firing. The surgeon was not able to disengage the loading unit and was force to resect around loading unit. Re-anastomosed with other loading units. No further injury after that.